Event description:
The device has been replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell and others, white biological tissue on the shell, flat creases, and missing a piece of shell (0-25%). A microscopic analysis was performed which identified: a sharp broken on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as an unidentified (tear) opening and a missing shell assessed as inconclusive.

Event description:
Healthcare professional reported right side "rupture and exchange from textured to smooth implants due to the patients concerns with the product." The device has been replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and exchange from textured to smooth implants due to the patients concerns with the product.

Event description:
Healthcare professional reported right side "rupture and exchange from textured to smooth implants due to the patients concerns with the product." Device remains implanted.